Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a severely bent grip causing a misalignment. The grips were not cracked. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Correction to section d : primary product batch/lot number was updated to k10231130 0232.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the user was having a difficult time loading the medium-large clip applier instrument and the medium-large clip applier instrument would not let go of the clips after clip application in the patient. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.